Event description:
There was an allegation of questionable results for multiple assays from the cobas 6000 core unit 150. One example for glucose was provided as an initial result of 0 and a repeat result of 86. No unit of measure was provided.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The calibration and qc were acceptable. General reagent issues were excluded as the result believed to be correct was obtained with the same reagent. The customer cleaned the sample probe. The field service engineer found the sample probe was bent and replaced it. The investigation determined the service actions resolved the issue.